Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 231605089); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a fusiform, unruptured cavernous carotid aneurysm aneurysm with a max diameter of 15mm x12 mm and without neck. The landing zone was 3.8mm distally and 4.7mm proximally. It was noted that the patient's vessel tortuosity was severe. It was unknown if the dapt (dual antiplatelet treatment) was administered. It was reported that the ped2-500-20 was advanced through a phenom 27 guidewire to the straight segment to begin deployment and anchoring. The physician began by pushing the ped stent pusher to unsheathe it and proceeded to deploy it into the artery. Once the ped stent was halfway deployed, upon verifying that it was not open at the distal end, he proceeded to retract the ped stent and resumed deployment until it was almost three-quarters of the way out. They applied pushing and re-captured maneuvers three times to stimulate the ped stent, as it remained unopened at the distal end. Finally, they decided to remove it because it did not open at the distal end. Another catheter was used, but the initial catheter did not open the distal segment of the artery. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The angiographic result post procedure showed an open implanted shift stent - carotid permeable. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The event lead to or extend patient hospitalization, the patient left without complications. No patient symptoms or complications were associated with this event.